Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the homechoice (hc) device, the home patient (hp) saw air in the line of the automated peritoneal dialysis (apd) set with cassette. The hp stated that there was a large pocket of air in the patient line during fill one, the hp was connected. The technical service representative (tsr) assisted the hp with ending therapy. The hp was going to start over with all new supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.